Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® winged safety pbbcs with tubing there was an issue with mixed product. It was stated ¿the supply chain brought a box of bd vacutainers ref 367344, and inside the box marked as 367344 (lot # 8054857) there were 24 each of product code 367326 (lot # 7354856) packaged within the same box.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for two catalog numbers within one shelf pack was observed. It was observed that within an open box of catalog 367344, lot 8054857 (qty 50), there were 25 units of catalog 367344, lot 8054857 (date of manufacture: 02/28/2018) and 25 units of catalog 367326, lot 7354856 (date of manufacture: 01/02/2018). Although the customer's indicated failure mode was observed, the following facts are important to note. The investigation determined that lot 8054857 and lot 7354856 were manufactured one month apart and no opportunities were found during manufacturing, packaging or sterilization where both lots would have been within proximity of each other at the same location and time. Furthermore, a review of the retain samples for both lot numbers was conducted and labelling for the individual units correctly matched the labelling on the shelf packs in which they were packaged. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for mixed product with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and no issues were observed. Note that both lots were manufactured one month apart. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Additional information: medical device lot #: 7354856, medical device catalog #: 367326, unique identifier (UDI) #: (B)(4), medical device expiration date: 12/31/2019, device manufacture date: 1/2/2018.

Event description:
It was reported with the use of the bd vacutainer® winged safety pbbcs with tubing there was an issue with mixed product. It was stated ¿the supply chain brought a box of bd vacutainers ref (B)(4), and inside the box marked as (B)(4) (lot # 8054857) there were 24 each of product code (B)(4) (lot # 7354856) packaged within the same box.¿ there was no report of injury or further medical intervention.